Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump experienced a button error alarm and it gives him a black circle. The customer's blood glucose level was not reported. He was advised to disconnect from insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).